Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D10: complainant part returned. Investigation summary: surgeon had to abandon using the trials because of their inability to maintain a straight line on insertion which meant they would flex and often deviate into the spinal canal which made them unsafe to use. During today¿s case we had the following issues. There needs to be two insertion devices for the banana cages as if one fails there needs to be a backup. The thread that connects the silver handle to the tightening device for the cage was worn and is a weak point in the insertion device mechanism, this needs to be replaced. The ratcheted or tension attachment for the cage today caused a dangerous misalignment of the banana cage during insertion. Once the cage has been attached to the insertion device in the correct fashion the surgeon should be able to insert it in a direct line with the instrument. The attachment of the cage was not able to hold the straight alignment and upon insertion the cage flexed and went into the spinal canal. It is crucial especially for mis that the cage must be able to be inserted in the exact line that the surgeon places it so then once in the correct position in the disc space it can release the tension, move the handle medially and impact it across the disc space to get in the desired position. This has been used many times with no problems however today showed that even with the slightest amount of wear of the insertion device this creates a very unsafe situation for the patient. This complaint involves eleven (11) devices. The instrument(s) was returned, and the investigation was completed. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Background: surgeon had to abandon using the trials because of their inability to maintain a straight line on insertion which meant they would flex and often deviate into the spinal canal which made them unsafe to use. During today¿s case we had the following issues: there needs to be two insertion devices for the banana cages as if one fails there needs to be a backup. The thread that connects the silver handle to the tightening device for the cage was worn and is a weak point in the insertion device mechanism, this needs to be replaced. The ratcheted or tension attachment for the cage today caused a dangerous misalignment of the banana cage during insertion. Once the cage has been attached to the insertion device in the correct fashion the surgeon should be able to insert it in a direct line with the instrument. The attachment of the cage was not able to hold the straight alignment and upon insertion the cage flexed and went into the spinal canal. It is crucial especially for mis that the cage must be able to be inserted in the exact line that the surgeon places it so then once in the correct position in the disc space it can release the tension, move the handle medially and impact it across the disc space to get in the desired position. This has been used many times with no problems however today showed that even with the slightest amount of wear of the insertion device this creates a very unsafe situation for the patient. Investigation flow: device interaction/functional. Visual inspection: the implant inserter sh connection was received attached to a tlif-c ei 12mm 8deg 32/12 at us cq. There were no visual defects identified with the inserter. Functional test: functional testing was performed with the returned assembly. After a moderate application of force, the inserter knob was able to be rotated such that the spacer detached from the inserter. The inserter functioned as intended, as it was able to retain the implant and release the implant when initiated. Device functioned as intended. Dimensional inspection: dimensional inspection was not performed since there was no defect identified with the device. Document/specification review: tft30101_revb. Conclusion: the overall complaint was not confirmed as no defect was identified with the received device. The device successfully releases/retains as intended. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the receiving inspection (ri) for implant inserter sh connection was conducted identifying that lot number e19di0971 was released in two (2) batches: batch1: lot qty of (B)(4) units were released on 12-mar-2019 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on 04-aug-2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the receiving inspection (ri) for implant inserter sh connection was conducted identifying that lot number e19di0971 was released in two (2) batches: batch1: lot qty of (B)(4) units were released on 12-mar-2019 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on 04-aug-2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, null. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the receiving inspection (ri) for implant inserter sh connection was conducted identifying that lot number e19di0971 was released in two (2) batches: batch1: lot qty of (B)(4) units were released on march 12, 2019 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on august 4, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The instrument(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition of will not release could not be confirmed as the image did not show any issues with the instrument. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending, and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon had to abandon using the cage and insertion instruments because of their inability to maintain a straight line. The thread that connected the silver handle to the tightening device for the cage was worn, and was a weak point in the insertion device mechanism. The ratcheted, or tension attachment for the cage caused a dangerous misalignment of the banana cage during insertion. Once the cage had been attached to the insertion device in the correct fashion the surgeon should have been able to insert it in a direct line with the instrument. The attachment of the cage was not able to hold the straight alignment, and upon insertion, the cage flexed, and went into the spinal canal. It is crucial especially for mis that the cage be able to be inserted in the exact line that the surgeon placed it in. Once in the correct position of the disc space, it can release the tension. The handle can move medially, and can get in the desired position. Wear of the insertion device created an unsafe situation for the patient. There was a surgical delay of sixty (60) minutes. Another cage and inserter were used to complete the procedure. No fragments were generated. The procedure was completed successfully. There were no consequences to the patient. Concomitant devices reported: viper prime inserter shaft (part number 286750031, lot unknown, quantity 1), viper prime inserter handle (part number 286750032, lot mf4262402, quantity 1), prime stylet depth adjustor (part number 286750041, lot mf4288302, quantity 1), viper prime insert drive tube (part number 286750034, lot unknown, quantity 1), cage/spacer (part number unknown, lot unknown, quantity 1), handles (part number unknown, lot unknown, quantity 1), insertion instruments (part number unknown, lot unknown, quantity 1). This report involves one (1) implant inserter sh connection. This is report 1 of 7 for (B)(4).

Event description:
10/16/2020: this complaint involves eleven (11) device, this (B)(4) captures the 10 out of 11 devices reported/received while (B)(4) captures the other 1 out of 11 devices reported/received.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: h3/h6: a manufacturing record evaluation was performed and no issues were noted. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.